Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption and an occlusion alarm occurred. The customer¿s blood glucose was 162 (mg/dl). Customer cleared both issues and resumed insulin delivery.